Event description:
It was reported that the generator suddenly raised up the power and the customer could not stop the ablation. Additional information obtained: the cut off power setting of the generator was 50w. The power raised to approximately 75w. The physician was able to stop the ablation immediately by switching off the stockert generator. The physician used another gf generator to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4).